Event description:
A hosp in another country, reported to our distributor that the heating of a rt204 adult breathing circuit inspiratory tube suddenly stopped. They believed that heater wire was broken. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in another country, the prod is not sold in the USA but it is similar to a prod which is sold in the USA. The resistances of both the inspiratory limb and expiratory limb heater wires on the actual device were measured. Results: the heater wire in the inspiratory limb was within specification. The expiratory limb heater wire however was open circuit. The lot number is unk. Conclusion: the heater wire was open circuit and unable to heat the circuit. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.0021%.